Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the thigh, which is off label usage of the device on (B)(6) 2021. The patient was at work when his cgm gave a reading of 40 mg/dl. He ate sugar to bring up the reading, but when he was on his way home with his mother, he checked his glucose with a onetouch meter and it gave a bg value of 600 mg/dl. He contacted his doctor and was advised to call 911. However, since they were near the hospital, he and his mother instead went to the hospital. Upon reaching the hospital, another reading was taken but because it was too high the onetouch was unable to read it. A blood sample was tested by the laboratory and it gave a result of 1175 mg/dl. His potassium level was 8 which he reported indicated a possible heart attack. No specific symptoms of hyperglycemia were reported. He was treated with an insulin drip. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.